Event description:
Patient was here for a stereotactic biopsy, during the procedure the equipment malfunctioned, and we were not able to proceed. Patient's breast was injected with lidocaine, lidocaine with epinephrine, and nicked with scalpel to insert biopsy device. This was done prior to equipment failure. Patient was informed of the problem. Breast was cleaned and dressed. Patient was evaluated with registered nurse (rn) and will be rescheduled for procedure. Equipment manufacture was notified, and equipment will be repaired asap.